Event description:
A pt developed hives during the first fifteen minutes of treatment while using an exeltra 190 dialyzer for the first time. Treatment was stopped and the pt was administered benadryl 25 mg by mouth. Treatment was restarted with new disposables, including a CT 190g dialyzer, and continued without further incident; the hives dissipated. Reportedly, the pt's physician believes that the reaction was a response to the pt finding out that they were using a new dialyzer, since the membranes in the ct190g and the exltra 190 are identical. The pt continues to receive treatments with CT 190g dialyzers without incident.